Event description:
Initial reporter indicated the pt had their vns generator explanted for lack of efficacy. Good faith attempts have been made for product return and info about the pt's lack of efficacy event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.